Manufacturer narrative:
(B)(4). Medical products: unknown glenoid, unknown humeral head, unknown stem, therapy date: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06812, 0001825034 - 2017 - 06813, 0001825034 - 2017 - 06814. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient has been indicated for a left total shoulder revision procedure due to an unknown reason. Attempts have been made and additional information on the reported event is not available at this time.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined this device was not associated with the reported event. The initial report was forwarded in error and should be voided.